Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that 4-5 days ago they slipped on wet mulch in their yard and landed hard on their back and backside. Patient said they fell around 9 pm at night and that night they had to get up to go to the bathroom 4 or 5 times but then but the morning it felt like the implant had "settled" back in and since then their symptom control was normal. During the call the implant connected with the external equipment and therapy was on. Patient said since then the device doesn't feel the same way when they touch it through their skin, patient said before the fall it felt kind of flat like they had a pack of cigarettes in their back pocket but now they could feel the edge of the implant. Patient asked if it was possible that a fall could have moved the implant. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.